Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported diminished battery life, random insulin flow blocked alerts, buttons require multiple presses, and slower rewind. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the device. The product will not be returned for failure analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed. No rewind anomaly was noted during testing, pump rewind properly. No unexpected no delivery/occlusion alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No relevant battery alerts or alarms, rewind anomalies, and no delivery alarms were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Keypad unresponsive, no delivery/occlusion alarm - unknown timing, and rewind anomaly were not confirmed during testing. Battery lasts less than expected and high sleep current measurement were confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.